Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber stopped working and was overheating after 77,056 joules of use. The procedure was successfully completed with another fiber without clinical consequence to the patient. The fiber was returned and analysis identified that the glass and metal caps were detached.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes that the as reported fiber stopped working and fiber overheating are confirmed as analysis identified the metal cap and glass cap were detached. The observed condition of the fiber is consistent with devices that experience tissue adhesion, constant prolonged tissue contact, and / or a decrease in the saline cooling flow which leads to elevated temperature near the laser beam output window. These factors are likely to cause metal / glass cap detachments. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Device history review the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the device revealed the metal cap and glass cap were detached and not returned. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify additional breaks along the length of the fiber. The connector cone, segments, and tabs appeared to be in good condition and secured. The control knob was attached and aligned with the fiber and can rotate the fiber as intended. Labeling review the device instructions for use (IFU) was reviewed. The IFU states: caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Caution: excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Investigation conclusion analysis of the returned fiber identified the metal cap and glass cap were detached and not returned. The observed condition of the fiber is consistent with devices that experience tissue adhesion, constant prolonged tissue contact, and / or a decrease in the saline cooling flow which leads to elevated temperature near the laser beam output window. These factors are likely to cause the metal / glass cap detachments. The device instructions for use (IFU) instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes that the as reported fiber stopped working and fiber overheating are confirmed as analysis identified the metal cap and glass cap were detached. The observed condition of the fiber is consistent with devices that experience tissue adhesion, constant prolonged tissue contact, and / or a decrease in the saline cooling flow which leads to elevated temperature near the laser beam output window. These factors are likely to cause metal / glass cap detachments. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Device history review the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the device revealed the metal cap and glass cap were detached and not returned. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify additional breaks along the length of the fiber. The connector cone, segments, and tabs appeared to be in good condition and secured. The control knob was attached and aligned with the fiber and can rotate the fiber as intended. Labeling review the device instructions for use (IFU) was reviewed. The IFU states: caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Caution: excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Investigation conclusion analysis of the returned fiber identified the metal cap and glass cap were detached and not returned. The observed condition of the fiber is consistent with devices that experience tissue adhesion, constant prolonged tissue contact, and / or a decrease in the saline cooling flow which leads to elevated temperature near the laser beam output window. These factors are likely to cause the metal / glass cap detachments. The device instructions for use (IFU) instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber stopped working and was overheating after 77,056 joules of use. The procedure was successfully completed with another fiber without clinical consequence to the patient. The fiber was returned and analysis identified that the glass and metal caps were detached.